Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 28-may-2024, 31-may-2024 & 1-june-2024, it was reported that the three infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion and infusion set is long for 12 hours. The site of insertion is abdomen & thigh. The blood glucose level was 315 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.